Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. An hcp reported the customer received a sensor scan result of 3 mmol/l (54 mg/dl) and experienced vomiting and feeling ill. Customer self-presented to the ER on (B)(6) 2018 and a reading of 22.9 mmol/l (412 mg/dl) was obtained on the hospital meter. Customer was diagnosed with hyperglycemia and administered an insulin injection. It is unknown when the adc sensor scan result was obtained in relation to the hospital meter reading. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. An hcp reported the customer received a sensor scan result of 3 mmol/l (54 mg/dl) and experienced vomiting and feeling ill. Customer self-presented to the ER on (B)(6) 2018 and a reading of 22.9 mmol/l (412 mg/dl) was obtained on the hospital meter. Customer was diagnosed with hyperglycemia and administered an insulin injection. It is unknown when the adc sensor scan result was obtained in relation to the hospital meter reading. There was no report of death, serious injury, or mistreatment associated with this event.